Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back under one of the electrodes. The rash was also described as a sore. The patient's doctor recommended applying neosporin. Follow-up indicated that the rash had not changed and that the patient was continuing use of the neosporin. The patient reported not needing further assistance.